Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was selected for use. However, it was noted that the stent struts were damaged. The device was never introduced into the patient's body. The procedure was completed with another of same device. No patient serious injury nor complications were reported.